Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump is not functioning properly. The reporter stated that the patient's blood glucose (bg) is controlled on the day of a site/set/cartridge change but then within a day and a half bg starts going up. The reporter did not provide any bg values or signs or symptoms. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The pump was replaced due to the reporter's insistence. The reported bg excursion does not meet criteria for an adverse event. This complaint is being reported based on the allegation that the pump was not functioning as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate the complaint during the investigation. There was no defect found.